Event description:
A 3.0 mm diameter x 30 mm length micro driver rx coronary stent system was inserted into a pt for the treatment of an lad lesion. The vessel morphology was reported as severe tortuosity with severe calcification and 90% stenosis. It was reported that while the lesion was being pre-dilated, a dissection occurred by the distal end of the guide catheter. Another MFR's drug-eluting stent was implanted to treat the dissection. The physician performed pre-dilatation to the intended lesion site and two driver 3.0 x 12 stents were successfully deployed. It was noted after stent deployment that there was a dissection distally. A driver 3.0 x 30 was used to treat the dissection. However, another dissection was noted at the distal stent (MFR report# 2953200-2008-00131). The micro driver 2.5 x 24 was inserted in an attempt to treat the dissection, however, the guide wire moved proximally. The physician re-advanced the guide wire and the sds meeting with high resistance. After he pushed and pulled several times on the sds, he removed it from the pt. It was noted after the delivery system was removed that the stent was not on the balloon (MFR report# 2953200-2008-00130). The dislodged stent was found in the pt and removed with a snare. A driver 2.25 x 24 was successfully implanted to treat the dissection. No additional clinical sequelae were reported and the pt's condition is good. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
.